Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a heavily tortuous right coronary artery (rca) stenting procedure, a mini vision stent delivery system (sds) was advanced and resistance was felt in the non-abbott guide catheter and the sds was removed without any reported difficulty. The sds never made it out of the non-abbott guide catheter. Upon removal, the stent was seen proximally moved on the sds. The same non-abbott guide catheter was used to complete the procedure. An angioplasty was done and the procedure was complete. Reportedly, there was no issues noted during preparation, but the stent was not examined prior to entering the patients anatomy. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.